Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that an ar-6480 dualwave pumps pressure was high, the tubbing but it's like it wasn't flushing the saline. This occurred during a case, they turned the pump off then back on, they also replaced the tubing but it's like it wasn't flushing the saline. Additional information was provided on (B)(6) 2026 where the sales representative reported via (B)(4) that this event occurred during a procedure on (B)(6) 2026. Arthrex tubing was used with the pump. The pressure was set to 35. The procedure was canceled. Additional information was provided on (B)(6) 2026 where the sales representative reported via (B)(4) that this event occurred during a knee scope acl procedure. An ar-6410 arthroscopy main pump tubing was used during the event. The patient was rescheduled 2 weeks from (B)(6) 2026.